Manufacturer narrative:
The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect as described in the eversense user guide. The patient mentioned having a history of sensitive skin. The user temporarily discontinued use of the system to allow the skin to heal and planned to resume system use after a short break. The user indicated an intent to trial an alternative adhesive option upon resuming use, and guidance regarding adhesive options was provided. A review of the data management system confirmed that the user paused system use during the healing period.

Event description:
Senseonics was made aware of an incident where the patient experienced allergic reaction to clear adhesive patches. The symptoms first appeared around (B)(6) 2026. The user's healthcare provider was aware of the issue and prescribed a topical cortisone cream.